Event description:
Boston scientific crm received information that this lead experienced intermittent loss of capture. It was suspected that there was a macro-dislodgement with movement on and off the apex. One day post implant, it was reported that it was successfully repositioned. However, it later became dislodged along with the other lead. Because the helix for these leads would not retract, they were unable to reposition them.